Manufacturer narrative:
(B)(4).

Event description:
An evercross and rapid cross balloon dilation catheters balloons were being used to treat the distal sfa. The lesion was moderately calcified and moderately tortuous with 50% stenosis. Both device were removed from packaging per IFU and inspected prior to use with no issues noted. Devices were prepped per IFU with no issues noted. It is reported that during balloon inflation, the evercross balloon lost pressure. The balloon burst at nominal pressure (pin hole). All parts of the balloon were removed from the patient. The same issue also with the rapid cross balloon (the balloon lost pressure). The balloon burst at nominal pressure (pin hole). Both devices were successful removed from the patient. The devices did not pass through a previously deployed stent. There was no resistance and excessive force was not used. Another balloon was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.